Manufacturer narrative:
This product is available; however, it has not been received from analysis as stated in section h3. Additional information will be provided within thirty days of receipt.

Event description:
After withdrawing the smart control (c06100sj) stent delivery system from the patient's body, the physician encountered resistance while pulling the sds from the guidewire. The physician continued to retrieve the sds from the guidewire and consequently noticed that the inner body was separated at the identification band and remained on the guidewire. The procedure was a percutaneous transluminal angioplasty (pta) to the left superficial femoral artery. The target lesion was accessed through the right common iliac artery. The vessel contained heavy calcification, moderate tortuosity, and 90% stenosis. The vessel size is unknown. The product was prepared as per instruction for use (IFU). The stent was deployed at the target site without difficulties. The procedure was finished successfully. The product problem occurred after the procedure, therefore, there were no adverse consequences to the female patient (age unknown). The product will be returned.